Event description:
It was reported that this left bundle branch (lbb) lead was explanted due to unknown product performance anomaly. No new lead was implanted in lbb. No additional adverse patient effects were reported.